Event description:
It was reported that the lead was explanted and replaced due to perforation. The patient was in good health throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.